Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the representative didn't know why electrode 7 was out of range but when they performed another impedance check post-op it showed that electrode 4 was out of range and not 7. When they turned off electrode 7 and 8 the oor went away. When they checked the reports it showed an impedance of 40,000 ohms on 7. They checked impedances twice intra operatively and received all green lights indicating that impedances were good on the ins. Oor occurred at 0.4 ma and not at 4 ma (as it was originally reported). No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that they were seeing an ¿out of regulation¿ message on their tablet. The rep stated that the oor occurred at around 4ma with electrodes 7, 8, 9, and 10. Troubleshooting was done at the time of the report. It was noted that after removing electrodes 7 and 8, the rep was able to adjust the therapy. After further investigation, it was determined that electrode 7 was out of range, and all other electrodes were in range. Troubleshooting resolved the issue at the time of the report. No further complications or patient symptoms were reported or anticipated.